Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. All functional tests passed. A simulated treatment was performed and completed with no issues or alarms. The reported symptoms were not confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints for this device. A review was performed by the post market clinical department. Per the pharmocovigilance physician, peritonitis is a known complication of peritoneal dialysis, caused by a break in the sterile field or aseptic technique. There is no report of device malfunction which could have caused or contributed to the event of peritonitis.

Event description:
On (B)(6) 2012: onset of peritonitis symptoms. On (B)(6) 2012: pd catheter collapsed. On (B)(6) 2012: catheter removal. Patient on hemodialysis until infection clears. On (B)(6) 2012: a peritoneal dialysis patient contact called fresenius technical support requesting a cycler replacement and stating the cycler was on drain 0 and had drained 0 out of 750 mls and had drain complications. The patient will complete her treatment with continuous ambulatory peritoneal dialysis. The patient contact stated that the cylcer is not draining all the previous fill volume on drain 0, sometimes drained 300 out of 750 mls. The patient contact stated back in (B)(6) 2012 the patient had peritonitis and is not sure if the cycler is related due to no draining. The patient contact had already spoke with the patients rn/clinic about this before she called technical support. Patient used drain bags. Technical support replaced the cycler. On (B)(6) 2012: patient's nurse confirms peritonitis event from july, but stated it was not caused by the cycler. There was no reported cycler malfunction or leak in the system in relation to this event.